Event description:
The customer reported that they observed a leak coming from the back of an unicel dxl800 access immunoassay system, where the liquid waste is drained to the customers floor drain. The customer was able to clean up the leak and place containers beneath the leak to catch the leaking fluid. No patient results were involved in this event. There was no modification to patient treatment associated with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) reported the leak was originating from the wash buffer transfer tubing. The fse reported the leaking fluid was wash buffer and the fse replaced all lines within the fluidics drawer to resolve the issue. After the completion of necessary and verified repairs, the instrument was returned into operation. Hardware was the root cause of this event.